Event description:
Complainant alleged that the medics were attending a pt (age and gender unk) who was in cardiac arrest. The medics attempted to analyze the pt's heart rhythm, but the device displayed an "analysis halted" error message. The complainant reported that the medics determined that the pt was in a non-shockable rhythm. The complainant indicated that the pt subsequently expired, but the pt outcome was not as a result of the reported malfunction.